Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with palpitations and a cough. Upon interrogation, the right ventricular lead exhibited loss of capture. Fluoroscopy was performed and revealed right ventricular lead dislodgement. The physician attempted to reposition the lead, but the helix was unable to be retracted, so the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil overtorqued due to procedural damage. The reported event of unable to retract helix was confirmed and attributed to the overtorqued inner coil, while the reported events of failure to capture and dislodgement were not confirmed.